Manufacturer narrative:
Date of event - (B)(6) 2011, exact date of revision procedure is unknown. Date explanted - (B)(6) 2011, exact date of revision procedure is unknown. (B)(4).

Event description:
Patient telephoned biomet originally on (B)(6) 2011 to report pain and then again on (B)(6) 2011 to report a revision procedure took place in (B)(6) 2011. The patient experienced pain prior to revision and the components had reportedly loosened. The original partial knee arthroplasty procedure was performed on (B)(6) 2010 utilizing biomet partial knee components and a competitor's bone cement. The patient was revised to a total knee replacement.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(4), 2011.

Event description:
Patient telephoned biomet originally on (B)(6), 2011 to report pain and then again on (B)(6), 2011 to report a revision procedure took place in april 2011. The patient experienced pain prior to revision and the components had reportedly loosened. The original partial knee arthroplasty procedure was performed on (B)(6), 2010 utilizing biomet partial knee components and a competitor's bone cement. The patient was revised to a total knee replacement.